Event description:
(B)(4) study. Same case as MFR report #: 2134265-2011-01326. It was reported that during a stenting treatment procedure, a vessel perforation occurred. The index procedure treated the 80% stenosed, 2.5x14mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation using two 2.0x15mm apex balloons and the placement of a 2.5x20mm study stent. A perforation of the lad with blood effusion was noted after the deployment of the study stent which was treated with an additional 2.5x8.0mm study stent and a non bsc grafting stent. The event was considered resolved the same day. In addition, a non-target lesion located in the 1st obtuse marginal branch was also treated at the index procedure which was treated with a 2.5x12mm promus element. The patient was discharged 3 days post the index procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is listed as caused by other device. (B)(4).